Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during intraoperative the pacing lead could not be fixed stably and dislodged due to severe tricuspid regurgitation. The lead was replaced. No further patient complications have been reported as a result of this event.